Event description:
The end user received a cut to back of her leg from the clamps used to hold the unit to the toilet.

Manufacturer narrative:
This information was received from the us cpsc on 02/29/08. The commode was not returned for evaluation so, no conclusion can be drawn with regards to the cause of the incident.